Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 483 mg/dl. Customer reported receiving insulin flow block alarm during normal use. Customer's wife reported they were returned from hospital emergency room and infusion set cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.